Event description:
As reported by the exactech knee replacement study, approximately 8 months post op the initial left tka, this (B)(6) female patient was revised due to deep infection. The case report form indicates this event is unlikely related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-010-01-0235: logic femoral ps cem left sz 3.5, 02-012-45-3535: lgc tibial fit tray cem sz 3.5f / 3.5t, 200-02-32: three peg patella 32mm. Femoral stem.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.